Event description:
The manufacturer became aware of an allegation of everflo that the unit will not go past 1.5 lpm and was test 2 hours on unit. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of everflo that the unit will not go past 1.5 lpm and was test 2 hours on unit. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only**. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.